Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample found no nonconformities. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The temperature of the phaco handpiece shell was measured and did not meet product specifications. Disassembly of the phaco handpiece revealed that the crystal stack was fused together, causing the observed failure mode. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the phacoemulsification (phaco) handpiece overheated during use. Additional information has been requested but not received to date.